Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tension cable was frayed and missing a esu connection on the maryland bipolar forceps instrument. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cables frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Failure analysis investigation also found the instruments pitch cables were broken. The pitch cable was broken at the hypotube. This conclusion was reached based on the length of the exposed broken cable segment. There were no potential fragments due to this breakage. This damage may have been likely due to improper cleaning. The instruments main tube had scratch marks and abrasions. The main tube had a stripped epoxy coating layer. This resulted in the fiberglass layer underneath the epoxy layer to be exposed. This damage occured along the entire length of the main tube. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device.